Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported dc handle retraction issue, incomplete coaptation, or difficult clip deployment. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the dc handle retraction issue and incomplete coaptation are cascading events of the difficult clip deployment. A cause for the reported difficult clip deployment could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+ on a patient with a pre-existing flail and prolapsed posterior leaflet. A mitraclip xtw was prepared per the instructions for use (IFU), inserted without issues, and placed laterally on the valve. However, during deployment, difficulty retracting the dc shaft occurred due to the actuator mandrel remaining attached to the clip, which made it difficult to retract it during the final stage of deployment. Fluoroscopy was performed, and it was noted that there was not a misalignment between the dc shaft and the clip. To deploy the clip, the steerable guide catheter (sgc) was rotated, and the dc handle was translated. However, during these movements, echocardiography revealed that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda clip, a second clip was implanted, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.